Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during the implant procedure of this subcutaneous implantable cardioverter defibrillator (s-ICD) this patient was unable to be induced in an arrhythmia. After pocket closure, a shock impedance measurement of greater than 400 ohms was observed. Imaging was obtained and technical services (ts) noted the electrode appeared to be an under inserted or the set screw was loose. This patient underwent a revision procedure in which this s-ICD and electrode were removed and reinserted. It was confirmed that the electrode was fully inserted. Shock impedance measurements were within normal range. The physician attempted a defibrillation threshold (dft) test to try to induce this patient again, which was not successful. This s-ICD remains in service. No additional adverse patient effects were reported.